Manufacturer narrative:
On 14-jul-2021, it was found that there was a duplicate report submitted to the FDA regarding the same event. The duplicated manufacturer report number is 1645337-2021-06949. All further additional information will be submitted under this manufacturer report number, 1645337-2021-06066. On 16-jul-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Ultrasound performed on (B)(6) 2021 indicated the rupture. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503504bc, serial #:(B)(4) on (B)(6) 2021 . The implantation date was estimated as (B)(6) 2021 based on available information.